Event description:
This spontaneous report was received on (B)(6) 2012 from a reporter reporting on consumer (age and gender unspecified) from (B)(6). On an unspecified date, the consumer started using listerine toothbrush ultra white firm 1s, for dental cleaning (route: dental, frequency, lot number and expiration date unspecified). After an unspecified duration, the handle of toothbrush snapped. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. The lot number of the device was updated from unspecified to 14212sgh1. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012 from a reporter reporting on consumer (age and gender unspecified) from the (B)(6). On an unspecified date, the consumer started using listerine toothbrush ultra white firm 1s, for dental cleaning (route: dental, frequency, lot number and expiration date unspecified). After an unspecified duration, the handle of toothbrush snapped. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted on (B)(6) 2012 for a device product that is considered same/similar to a us marketed device (reach total care plus whiten tooth brush med). This closes out this report unless additional follow up information is received.

Manufacturer narrative:
This foreign report is being submitted on (B)(4) for a device product that is considered same/similar to a us marketed device (reach total care plus whiten tbrush med). This closes out this report unless additional follow up information is received.

Event description:
This spontaneous report was received on (B)(4) 2012 from a reporter reporting on consumer (age and gender unspecified) from (B)(6). On an unspecified date, the consumer started using listerine toothbrush ultra white firm 1s, for dental cleaning (route: dental, frequency, lot number and expiration date unspecified). After an unspecified duration, the handle of toothbrush snapped. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. The lot number of the device was updated from unspecified to 14212sgh1. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. Based on quality investigation, the claimed toothbrush had been manufactured according to the specification. No manufacturing error had been detected. No corrective action was performed. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted on (B)(4) 2012 for a device product that is considered same/similar to a us marketed device (reach total care plus whiten tbrush med). This closes out this report unless additional follow up information is received.